Event description:
It was reported that the nurse was getting alert 02 (low flow) on arctic sun device. They were rewarming. Flow rate was 0lpm, inlet pressure was -7psi, circulation pump was 70 percent. Earlier nurse noticed the pads were on backward, so nurse turned the pads around. Pads were no longer adhering well, so nurse replaced the pads with lot ngev2282 and the nurse noticed they expired on 31aug 2022. The first set of pads also gave alert 02 (low flow). Mis had nurse to stop therapy, empty pads, disconnect pads, and start therapy in manual mode. Flow rate was 0lpm, inlet pressure was -7.1psi, circulation pump was 77 percent. System hours were 2842. Pump hours were 2749. Mis explained device need to go to biomed. They have a sister hospital they could borrow a device from. Biomed returned call regarding device. The nurses stated it was expired. Mis had to explain that the disposables and pads were expired not the device. Mis explained arctic sun device had no flow and appears to need repair. Mis suggested call tech support to troubleshoot. Biomed called on 31oct 2022, for assistance with troubleshooting low flow. Transferred to tech support. Per tech support/biomed via email 01nov2022, it was confirmed that the device has a bad flow meter. Biomed would order the part and replace onsite. Per additional information received via follow-up on 02nov2022, it was stated that there was no issue with pads and they were not available for return. The issue was with the device which was sent to biomed as reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was getting alert 02 (low flow) on arctic sun device. They were rewarming. Flow rate was 0lpm, inlet pressure was -7psi, circulation pump was 70 percent. Earlier nurse noticed the pads were on backward, so nurse turned the pads around. Pads were no longer adhering well, so nurse replaced the pads with lot ngev2282 and the nurse noticed they expired on (B)(6) 2022. The first set of pads also gave alert 02 (low flow). Mis had nurse to stop therapy, empty pads, disconnect pads, and start therapy in manual mode. Flow rate was 0lpm, inlet pressure was -7.1psi, circulation pump was 77 percent. System hours were 2842. Pump hours were 2749. Mis explained device need to go to biomed. They have a sister hospital they could borrow a device from. Biomed returned call regarding device. The nurses stated it was expired. Mis had to explain that the disposables and pads were expired not the device. Mis explained arctic sun device had no flow and appears to need repair. Mis suggested call tech support to troubleshoot. Biomed called on 31oct2022, for assistance with troubleshooting low flow. Transferred to tech support. Per tech support/biomed via email 01nov2022, it was confirmed that the device has a bad flow meter. Biomed would order the part and replace onsite. Per additional information received via follow-up on 02nov2022, it was stated that there was no issue with pads and they were not available for return. The issue was with the device which was sent to biomed as reported.